Event description:
A report was received that the patient's ipg was not working. The patient will undergo a pocket revision.

Manufacturer narrative:
Date of event: (B)(6) 2013.

Manufacturer narrative:
Additional information was received that the patient was not able to charge. The patient was not compliant and there was no device malfunction suspected. The patient¿s device will be explanted.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure.

Event description:
A report was received that the patient's ipg was not working. The patient will undergo a pocket revision.